Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that a surgeon is seeing shavings behind and in front of the lenses after injection or placement of the lens. The surgeon observed closely and thinks the "shavings" are from the cartridge. The "shavings" are removed with the irrigation and aspiration process with no harm to the patients. Additional information was requested.